Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon investigation the monitor was not producing a driven ground signal. The monitor's electrode belt connector was broken free from the monitor enclosure. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) to zoll manufacturing corporation and reported that a patient was experiencing "check te pad" messages.